Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Left a large portion inside- vagina [foreign body in reproductive tract] . String has broken off of three of them - tampax [device breakage] . String has broken off of three of them while taking them out [complication of device removal] . Case narrative: consumer reported via email that the string broke off three tampons. No serious injury was reported.